Event description:
On 2023-dec-11, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. It was reported the pump was in safe state with a pump memory error with the patient therapy manager (ptm) information invalid (pump was not programmed with ptm enabled), reset, alarm settings invalid, codes 81, 114, 117 and 101. The hcp stated the patient's son though he heard the pump alarm this weekend. The hcp stated the patient's son also felt he heard the alarm about 2 months ago and again about 1 month ago, but "felt that was more frequent at that point." Logs show a reset on 2023-nov-20 and no other logs consistent with any other alarms. Elective replacement indicator (eri) also showed <(><<)>1 month. The hcp was able to update the pump successfully after entering ptm data as it would not allow an update before she entered ptm data. The hcp then was able to update it a second time to minimum rate and disable ptm. Eri was then showing <(><<)>81 months. The hcp stated at the last refill, the eri was showing 57 months. No symptoms or patient complications reported. Additional review clarified the pump went into safe sate and after review of the logs, "it's possible code 81 meant to be 87." On 2023-dec-28, additional information was received from the healthcare professional (hcp). Additional information provided pump logs from 2023-sep-18 and 2023-dec-11. The 2023-sep-18 longs were noted to be "last 'normal' interrogation before 12/11/23 event". The software version of the programmer used to interrogate the pump was 1.1.413. The hcp was asked if any further actions / interventions occurred or were planned to resolve the event. The hcp stated the pump was re-interrogated on 12/14/23, no stalls detected. They planned to re-interrogate in a month again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and the pump logs were provided with a session date of (B)(6) 2024 and the estimated replacement was noted as (B)(6) 2030 (80 months). The logs were also provided with a session date of (B)(6) 2023 and it was noted "the pump clock was (B)(6) hr and 4 minutes ahead of the programmer clock" and was reset to the programmer clock. The pump was in safe state (service code 225), pump memory error had occurred (service code 259), and the pump alarm settings were not available (service code 260) as previously reported.